Event description:
It was reported that the bd phaseal¿ protector solus p120j experienced leakage from the injector 15 times. The following information was provided by the initial reporter, translated from japanese to english: during preparation of an anticancer agent, leakage from the injector was observed 15 times due to a damaged component.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ protector solus p120j experienced leakage from the injector 15 times. The following information was provided by the initial reporter, translated from japanese to english: during preparation of an anticancer agent, leakage from the injector was observed 15 times due to a damaged component.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 06-sep-2022. H6: investigation summary: several samples were provided to our quality team for investigation. The products were visually inspected, all luer connections were secure and there was no damage or defects were observed on the injectors that could have contributed to the reported event. Solution was pushed through the injectors and no leakages were observed. The injectors were disassembled for further evaluation, no issues were found on any of the products, the cannula window was inspected and verified to meet required specification. There was some staining noted on the membrane. It is likely this was caused when pressing the syringe plunger to push fluid through the injector during testing, and not having the injector properly mated to a connecting device. This can cause pressure, resulting in the fluid coming through the existing punctures as noted during our evaluations. A device history review was performed for injector lot 2107011, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. Product undergoes a series of testing during manufacturing to ensure the quality and functionality of the device, including leakage testing to verify the quality of the membrane. Testing results were reviewed for the injector lot reported and no issues were identified, product was verified to meet required specifications. Five retained samples of lot 2107011 were used for additional evaluation. Functional testing was performed, connecting the injector to a syringe and sample protector per the instructions for use provided with the product. The liquid was able to be drawn from the vial and move between the vial and syringe without issue, in all cases the product functioned as intended and no leakages were observed. Additional testing was performed, penetrating the injector membrane ten times, all results were found to be acceptable with no leaks identified. Based on the sample evaluation and our investigation results, we cannot identify a root cause related to our manufacturing process at this time.